Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01041 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2009. According to the complainant, the patient experienced injuries including chronic pain, chronic infections, constant lower urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, odor coming from the vaginal area, mesh extrusion into the vagina, dyspareunia, increased stress urinary incontinence, repetitive vaginal infections, and obstruction of the bladder neck and/or outlet (specifics and date/s of onset unknown). The patient was prescribed analgesic medication (specifics unknown), which did not relieve the pain. In addition, her infections were "refractive" to antibiotic therapy (specifics unknown). Post-implantation, the patient has had at least one revision surgery on (B)(6), 2010. All other information is unknown and reportedly unavailable.